Event description:
It was reported that during a laparoscopic appendectomy, the device was loaded and the retainer cap pulled off, it was noted there were staples laying on top of the cartridge. The cartridge was used and after firing, the staple line was compromised, missing staples. A blue reload was used to recreate the staple line and the case was completed. There was no adverse consequence to the patient. One device is being returned.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.